Manufacturer narrative:
One used fast fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is dramatically bent on two planes. T1 is free from the delivery needle but remains attached to the suture. The actuator is in its t2 pre deployment position indicating a trigger advancement and deployment of t1. The depth limiter is damaged at the location of the bent delivery needle. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle. The device was not returned in the condition of the reported complaint of simultaneous deployment. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during surgery t1 and t2 deploy together. All the ts were removed. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed simultaneously. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. Advancing the trigger twice. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.